Event description:
The lariat was being used to ligate the left atrial appendage. The doctor did not administer protamine at procedure completion. About 2 hours post-procedure, the doctor was called to recovery because of the volume of blood in the drain bag and a drop in patient blood pressure. The patient was given blood and protamine. At some point, the doctor made the decision to send the patient to surgery where a sternotomy was performed. The surgeon reported not finding any active bleeding. The surgeon reported observing organized thrombus/clot on the inferior portion of the laa. The surgeon chose not to disrupt it in case it was holding back a bleed. The surgeon then closed the patient and the patient was reported to be recovering normally the next day.